Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The reason for call was the patient reported they had been in and out of the hospital last week and that they hadn't been able to charge their implanted neurostimulator. The patient stated they charged everything up on monday morning but they got a message that said the recharger was low and it was at 5% and the recharger kept beeping and it had an orange/red colored light on it. The patient said they charged the recharger again on tuesday, leaving it on the dock all day and this morning, they tried to charge their ins again and now the recharger wouldn't turn on. Patient services asked the patient if the battery lights had been previously flashing rapidly or scrolling and the patient stated no. Patient checked the dock on the call and stated that the battery light at the back of the dock was green (and stayed solid green) and they were using a thick white charging cable for the dock, but the battery lights weren't pulsing or lit up at all on the recharger and that nothing was happening when they put the recharger on the dock. The recharger wasn't charging. Patient stated that there was no visible damage to the dock or the recharger and everything looked ok. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger. Patient services also reviewed best maintenance practices for the recharger, which patient stated they had been unaware of previously to keep the recharger on the dock and charging when not in use. 2 call recordings.